Manufacturer narrative:
This report is submitted on 27 july 2020.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 2 september 2020. Attachment: [160840-device analysis report.pdf]